Manufacturer narrative:
The manufacturer previously reported that after updating the firmware, the device displayed an error for "ventilator maintenance required" (flow sensor). The device continues to intermittently show the error. The customer believes the flow sensor needs to be replaced. There was no patient involvement. The device was returned to a third-party service center for evaluation and the customer's complaint was not confirmed. There were no reportable errors observed. The device's muffler assembly was found to be contaminated and was replaced to address the issue. This issue would not affect the device's ability to deliver therapy as designed.

Event description:
The customer reported that after updating the firmware, the device displayed an error for "ventilator maintenance required" (flow sensor). The device continues to intermittently show the error. The customer believes the flow sensor needs to be replaced. There was no patient involvement. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.